Event description:
A surgeon reports a broken haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Another lens was implanted without further complication.